Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on friday at 7:30pm they went to the hospital to get an MRI to monitor a brain tumor and they tried to turn the stimulator off but got the message: all the data is lost contact your clinician. Patient said the technicians at the hospital tried to call medtronic at 866-638-7377 but there was no one to talk to they were told someone would call them back but no one did and they could not get the MRI. Worked with patient to synch their equipment with their stimulator and patient reported seeing: internal device has lost all data contact their clinician, there were no codes. Redirected to their doctor. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the data lost was unknown. The device was reset to resolve the issue.

Event description:
Additional information was received from the patient. They reported that they were having trouble linking the handset and communicator. They were getting a message "all internal data has been lost". Caller said they think they got the message on saturday. Patient was redirected to their hcp. They said their managing doctor was (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.